Event description:
It was reported by service report that the 9 volt wire was broken. The performance and spec of the bed could not be determined as the user facility could not locate the bed in question when the service tech was on site to evaluate the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer could not locate bed in order to perform an evaluation. A f/u will be submitted with investigation results once the bed is located and an investigation is performed.